Manufacturer narrative:
Mindray service rep replaced the main board, 12v battery, encoder and keypad. Calibrated and safety tested unit to factory specifications.

Event description:
Customer reported the trio monitor shut down which may have resulted in a loss of primary monitoring. No patient injury was reported.